Event description:
According to the reporter: during a colectomy, on the third firing; when the reload was being removed from the adapter, the reload suddenly rotated. None of the buttons on the device would function. To complete the procedure, another device was used. No patient injury or extension in surgical time.